Manufacturer narrative:
Updated: b5 d9 h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete h6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. After the thrombectomy, the patient was in good condition. The occlusion was located in the middle cerebral artery. The patient¿s baseline nihss and tici scores are unknown, and their presenting symptoms for mechanical thrombectomy were not provided. It is unknown whether the first pass successfully reached the thrombus, and there is no information on whether friction occurred during the delivery of either the first or second pass. No issues were reported during the navigation of the microcatheter. An intracranial support catheter was used during the procedure, and no vasospasm was reported at any point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire broke in the middle section. The patient was undergoing treatment for an intracranial large vessel occlusion. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 3 hours. It was reported that the solitaire stent was used for thrombectomy during the procedure. During retrieval, it was found that the delivery system had fractured, and part of the delivery system was removed from the body. Another fr stent was then used to pull out the fractured stent from the body. There was no resistance encountered, the pushwire was not torqued during the procedure, all broken segments of the pushwire were removed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a secondary fr stent.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the solitaire fr 4-20 stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker. The marker coil was in good condition. The stent was found to be broken at the buffer coil weld within the shrink tubing. The remaining pusher wire was not returned with the stent. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿separation¿ report was confirmed, as the returned solitaire fr 4-20 stent device was separated at the buffer coil weld. Possible cause of device separation can occur due to vessel tortuosity, retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter before retrieval of the solitaire device with or without clot. In this event, the customer stated that the vessel tortuosity was normal, ruling out that vessel tortuosity was a possible cause. Therefore, retrieval fr iction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter before retrieval of the solitaire device with or without clot could have contributed to the separation failure. However, the cause of the device separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.